Manufacturer narrative:
Review of the logfiles for the day of treatment shows all treatments were performed successfully without any error or relevant warning, and all energy checks were performed in the required time range to the treatments. No technical abnormalities could be identified by the logfile review. With limited information the root cause could not be determined conclusively. The logfile shows handling problems during the complete zeroing, measuring and energy adjustment process during calibration. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A healthcare professional reported a patient experienced a refractive under-correction post lasik procedure. Reporter indicated the refraction indicated no change had occurred to the spherical power of the patients eye. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Originally reported in a duplicated file ID (B)(4) as 8/26/2016. (B)(4).

Event description:
Upon additional follow up, event logfiles were received for investigation review.